Event description:
Additional information indicated that the drg system was explanted on (B)(6) 2019.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the system was explanted on an unknown date. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Further information requested, but not yet received. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 6554222.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.